Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the distal end of the connector f/insertion handle had broken during surgery. A definitive root cause cannot be determined but this could be potentially due to excessive force exerted on the part during procedure. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part number: 03.010.475. Lot number: l551776. Manufacturing site: bettlach. Release to warehouse date: 10. Oct. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review /investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the driving cap for the suprapatellar tibial nail insertion was sheared off from the insertion handle during insertion of the tibial nail. All pieces were retrieved, and the nail was inserted successfully without additional delay. Fragments were generated. There was no surgical delay. It is unknown if the procedure successfully completed. No patient consequence. Concomitant device reported: unk, nails: tibial (part# unknown; lot# unknown; quantity: unknown). This complaint involves (2) devices. This report is for (1) driving cap. This report is 1 of 2 for (B)(4).